Manufacturer narrative:
Method: device not returned.results: device not returned.conclusion: the cause of the reported event cannot be determined conclusively due to lack of information and the absence of a sample to evaluate. However, it is likely that the device fractured due to multiple contributing factors, which include the length of implantation coupled with the patient's activity level and the structure of the construct.

Event description:
It was reported that patient went out to play came back inside and had some back pain. The mother of the patient took him to the surgeon&#38112;office; x-rays were taken and showed that the extended connectors were broken. Revision surgery is planned.

Event description:
It was reported that patient went out to play came back inside and had some back pain. The mother of the patient took him to the surgeon¿s office; x-rays were taken and showed that the extended connectors were broken. Revision surgery is planned.